Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 12/13/2024, it was reported by a sales representative via phone that an ar-4020c-08 biocomposite screw would break apart while tightening. This occurred during use in a case with no patient effect. Case was completed using a different screw size. All fragments able to be removed. 15 minute delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.